Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent surgery to treat degenerative scoliosis, l3-4 and l4-5 instability, lumbar stenosis l2 to s1, lumbar facet arthopathy l2 to s1, lumbar radiculopathy, and intractable back and lower extremity pain. Tlif was performed l2-s1 using interbody devices, posterior instrumentation with 2 crosslinks, local bone autograft, rhbmp-2/acs, resorbable ceramic granules, and nim. The bmp was placed within the interbody devices, and also was used in the interbody space. Posterolateral graft was placed from l2 to the sacrum, consisting of some bmp along with remaining local bone, autograft, and ceramic granules. (B)(6) days post-op, the patient had a CT of the lumbar spine. Imaging showed a solid posterior fusion with instrumentation from l2 through l5. A solid anterior interbody fusion at l5-s1 as well as l4-l5. New collapse of the superior endplate of l2 with sclerosis present. The superior endplate has collapsed to the level of the pedicle screws and this has resulted in retrolisthesis and kyphosis. Osseous neural foraminal stenosis at l2-3 on the right most likely compression of the right l2 dorsal root ganglion. (B)(6) days post-op, the patient presented for an office visit. Per the physician's notes, the patient was doing well in (B)(6). The patient reports "pain when she tries to lift her knew to go up and down stairs. She has pain when she tries to side step and discomfort when she lies on her side. She gets pain primarily on the lateral aspect of her hip and into her knee, not below the knee. She has discomfort that radiates around the anterior groin, as well, difficulty crossing her legs and putting on her shoes and socks. X-rays taken of her right hip in the office reveal her to have considerable narrowing in the inferior coxofemoral joint, not so much the superior weight-bearing surface. There is no evidence of avn. Clinical evaluation reveals her to have pain and tenderness along the lateral trochanteric bursa". (B)(6) days post-op, a CT of the lumbar spine showed "solid anterior interbody fusion from l3 through s1. Solid anterior fusion at l2-l3 has not yet occurred. Stable subsidence with sclerosis at the l2 superior endplate resulting in retrolisthesis and tilting of the spine. Stable high-grade chronic osseous right neuroforaminal stenosis at l2-l3 with likely compression of the l2 dorsa root ganglion. Stable posterior spinal fusion bilaterally with multilevel posterior decompression from l2 to the sacrum. Stable osseous neuroforaminal stenosis at l5-s1 primarily on the left and l4-l5 primarily on the left due to a combination of chronic endplate spurs as well as new bon formation from the interbody bone graft placement tracts. Stable large chronic ossification in the right lateral canal at the l2-l3 level. The canal is widely patent throughout with adequate multilevel posterior decompression changes present". (B)(6) days post-op, the patient presented for follow-up. Notes indicate the patient has received 5 right l2 selective nerve blocks since previous follow-up. Recommended continued pain management treatment of her symptoms. (B)(6) days post-op, the patient presented for followup. The patient reported significant pain in her back and lower extremities with some more dysesthesias. Per the physician's notes, "on exam we obtained ap and lateral views of the lumbar spine which show maintained placement of implants. No obvious radiolucency around any of the screws. Again she has very good bone formation from l2 to s1, particularly posterolaterally, but also in the interspaces from l2 to l5. Also from previous CT scan we know she has autofused the l2-l2 level."

Manufacturer narrative:
Peek interbody devices, posterior instrumentation, ceramic granules, neural monitoring.(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4). (Persisting back pain). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with: degenerative scoliosis; l3-l4 and l4-l5 instability; lumbar ste nosis l2 to s1; lumbar facet arthropathy l2 to s1; lumbar radiculopathy; intractable back and lower extremity pain and underwent the following procedures: right sided trandforaminal lumbar interbody fusion l2-l3; left sided transpedicular exposure for neural decompression l2-l3; left sided transforaminal lumbar interbody fusions l3-l4 and l4-l5; right sided transpedicular exposures for neural decompressions l3-l4 and l4-l5; placement of interbody devices at l2-l3, l3-l4 and l4-l5; laminectomy and facetectomy l5-s1 for neural decompression; posterior segmental instrumentation with bilateral pedicle screws at l2, l3, l4, l5 and s1; also two crosslinks; posterior spinal fusions l2-l3, l3-l4, l4-l5 and l5-s1; harvest of local bone autograft. As per op-notes, ¿ local bone autograft was packed anteriorly in the disc space along with a pledget of bmp. The 12 x 32 mm itself was then inserted which had been filled with bmp and more local bone autograft. The bmp was used in the interbody space at l4-l5. Similar left sided transforaminal lumbar interbody fusion was performed at l3-l4 and on the right side at l2-l3. The size of the at l3-l4 was 12 x 32 and at l2-l3 was 10 x 32. The sacral ala and the transverse processes of l2, l3, l4 and l5 were decorticated. Posterolateral graft was placed from l2 to the sacrum. This consisted of some bmp along with remaining local bone, autograft and bone graft.¿ the patient tolerated the procedure well and no complications were reported. The patient also underwent various diagnostic studies which showed obliteration of the l5-s1 interspace and a degenerative curve. There was also instability noted at l3-l4 and l4-l5. On (B)(6) 2010: the patient underwent CT of lumbar spine without contrast due to low back pain. Impression: solid posterior fusion with instrumentation from l2 through l5 inclusive; solid anterior interbody fusion at l5-s1 as well as l4-l5; new collapse of the superior endplate of l2 with sclerosis present. The superior endplate has collapsed to the level of the pedicle screws and this has resulted in retrolisthesis and kyphosis; osseous neural foraminal stenosis at l2-l3 on the right most likely compression of the right l2 dorsal root ganglion. On (B)(6) 2011: the patient underwent CT lumbar spine without contrast post myelogram due to low back pain. Impression: solid anterior interbody fusion from l3 through s1. Solid anterior fusion at l2-l3 has not yet occurred; stable subsidence with sclerosis at the l2 superior endplate resulting in retrolisthesis and tilting of the spine; stable high-grade chronic osseous right neuroforaminal stenosis at l2-l3 with likely compression of the l2 dosra root ganglion; stable posterior spinal fusion bilaterally with multilevel posterior decompression from l2 to sacrum; stable osseous neuroforaminal stenosis at l5-s1 primarily on the left due to a combination of chronic endplate spurs as well as new bone formation from the interbody bone graft placement tracts; stable large chronic ossification in the right lateral canal at the l2-l3 level; the canal is widely patent throughout with adequate multilevel posterior decompression changes present. On (B)(6) 2012: the patient was pre-operatively diagnosed with: symptomatic posterior instrumentation l2 to s1; lumbar stenosis, l 2-l3 (recurrent); right l2 radiculopathy; intractable back and lower extremity pain; bmi (B)(6) and underwent the following procedure: removal of posterior segmental instrumentation l2 to s1; exploration of fusion l2 to s1; right l2-l3 transpedicular exposure for neural decompression.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient was admitted to the facility where the patient underwent spine fusion surgery using rhbmp2 on the lumbar region of spine from vertebrae l2 to s1. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage. Post-op, patient reportedly had "progressively increasing lower back and lower extremity pain." Severe pain led to a revision surgery on (B)(6) 2012. Significant bony overgrowth was noted, causing severe neural foraminal narrowing. Patient continues to experience "chronic pain in her lower back, with pain radiating to her legs, numbness and tingling in her back and legs, and swelling in her right leg." Patient also reportedly suffers from "sexual dysfunction, limited mobility, is unable to sit or stand for extended periods, has difficulty walking, and requires a cane to assist in ambulation."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.